Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the device or therapy and related to the implant procedure. I nterventions included a repositioning of the neurostimulator on (B)(6) 2019. The issue was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported that there was a neurostimulator inversion. Interventions included a repositioned neurostimulator. Imaging of neurostimulator in right iliac fossa with cephalic orientation cables, not visible in all its trajectory on (B)(6) 2019. It was reported to be not related to the device or therapy and related to the implant procedure. It was reported that the neurostimulator was unable to recharge due to inversion. The issue remains ongoing. No further complications were reported/anticipated.